Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump generated recurrent alert 42 indicating a motor current sense failure, and attempts to restart the device and run fill tubing resulted in an unable to proceed alert; therapy was stopped and the pump was replaced, while blood glucose remained stable at 168 and there were no clinical symptoms. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a failure to infuse associated with the motor component, with findings consistent with an insulation problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.